Event description:
A doctor performing CPR on a patient with the device attached alleges the device delivered a shock during CPR compressions without notice. The doctor indicates he felt the shock in his right hand. No patient outcome has been reported.

Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplement will be submitted.